Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) investigated the issue which included functional and fault testing. A defective k8 was discovered by (fse). The issue was resolved by replacing the drive manifold and rerunning test successfully. The operational tests were carried out with positive results.

Event description:
N/a.

Event description:
It was reported that after unit was powered on, the cs300 intra-aortic balloon pump (iabp) unit had an error code 1. The fault did not cause damage/inconvenience to operators/patients or delays in procedures. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.